Event description:
It was reported that the battery in a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) troubleshot this issue with the customer over the phone. The customer reported that they replaced the battery and the issue was corrected.